Event description:
The account stated an operator was poked on the hand by the probe on the architect i2000sr when attempting to check for a jammed rv on the processing path. The operator was wearing gloves and no blood was observed from the probe stick. The operator proactively sought medical treatment and was given tritherapy. While taking the tritherapy the operator vomited many times. Three months after the probe stick, the operator's blood work tested negative for multiple viruses and the operator is feeling well. No additional operator information available.

Manufacturer narrative:
Describe event, contains additional information the account provided. A review of the architect i2000sr analyzer service history was performed, and the review did not identify a contributing factor on or around the date of the event. The architect product monitoring was reviewed, and no similar issues as described in this complaint were found. A product labeling review of the architect system operations manual addresses information regarding safety hazards including wearing of personal protective equipment and safety awareness where hazards may exist. Based on the results of this investigation, the architect i2000sr analyzer is performing acceptably.

Event description:
The account stated an operator was poked on the hand between the index finger and middle finger by the architect i2000sr probe. The architect i2000sr was in the stop status and the probe was stationary when the probe stick occurred.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.